Event description:
It was reported via voluntary medwatch mw5146001, that after an ablation procedure using a blazer ii temperature ablation catheter the patient experienced a drop in blood pressure. Unspecified treatment was required. Information regarding the patient's outcome, the specifics of the treatments given, the facility the incident occurred at, the physician involved in the procedure, and the availability of the device for return were not provided.

Manufacturer narrative:
Initial reporter elected to stay anonymous.